Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's problem was duplicated. Pump was found to be displaying "1260" error code message on power up when batteries were inserted. It was noted that the microprocessor unit board was damaged and caused the issue. Microprocessor unit board will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code. No adverse effects were reported.